Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation

Event description:
It was reported by anesthesia department during the installation of a PICC line, the guide made a knot in the patient's vein. They were obliged to desterilize a complete new kit, taking on the guide. Additional information (B)(6) 2024: it was reported there was a delay in the procedure of fitting the PICC line. No other information was provided.